Event description:
It was reported that the light color was fluctuating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was received as service repair and was repaired by the service team. It was not evaluated by complaint technician. The service team diagnosed the device for a deformed cable, damaged threads on front enclosure and a deformed rear enclosure. The camera head has a tier 3 camera repair which includes replacing the cable, dome switch as well as the front and rear enclosures. After the camera head was repaired, unit is working according to device specifications. The probable root cause may be poor grounding. The product was returned as service repair, but the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light color was fluctuating.